Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A review of the device history record was completed for batch (B)(4) manufactured november 2016. All inspections were in compliance with requirements. Investigation: there were no related quality notifications. All process and final inspections comply with specification requirements. Although based upon receipt of this complaint we acknowledge that the customer has had an issue with this particular product, for plant evaluation purposes this complaint is not confirmed because we were unable to duplicate or confirm the customer¿s indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. The defect was not evident in the testing of the returned samples. No corrective actions will be implemented at this time. We will monitor these defects for tracking and trending purposes. (B)(4).

Event description:
It was reported that there is an issue with defective caps. In that, stoppers are popping off of 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tubes when placing them in the machine and causing blood to spill. There was no report of injury or medical interventions.